Event description:
It was reported that a malfunction alarm occurred. Prior to the malfunction alarm the customer reported the pump was exposed to water when they got into the shower with the pump on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.